Event description:
It was reported the patient lost stimulation sensation. There was no known accident prior to the loss of stimulation. The patient remained at home and was planning to contacting the hcp. Additional information has been requested.